Event description:
It was reported that the patient underwent generator explant on (B)(6) 2014. The generator was received for analysis on (B)(6) 2014. The returned product form listed that a new generator was implanted. Analysis of the generator was completed on (B)(6) 2014. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
The generator's as received settings show that the generator was programmed to a low frequency. The physician did not want to see if the side effects could be negated by setting changes.

Event description:
The physician reported that the patient experienced persistent gagging and unrelenting vomiting during device programming. It was reported that the physician was seen by the physician and demanded that the device be programmed off. It was reported that the patient was adamant about having the device explanted. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.